Event description:
The customer received blood glucose readings of 50, 600 and 53mg/dl on her contour meter. She retested on a different meter and the readings were 53 and 329mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.